Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic root injury/rupture cannot be confirmed. In addition to the procedure itself, patient factors (an extremely horizontal aorta, a prior thoracic aneurysm and an anomalous circumflex artery) likely contributed to the rupture and subsequent patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment of a 23mm sapien 3 valve, an aortic rupture occurred. The patient expired during the procedure. During the procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm x 4mm edwards bav balloon to determine the valve size. During bav, " a lot" of contrast wash out was observed and the decision was made to use a 23mm sapien 3 valve. The valve was deployed in a final 70:30 aortic/ventricular (a/v) position. Post valve deployment, ventricle movement was confirmed. The patient then developed hypotension and CPR was initiated. A wire was placed in the left main artery in case of obstruction; however, no obstruction was observed. An aortic root injury was then observed. Prior to the procedure, the patient had requested no open chest procedure in case of complications. Per the patient's wishes, no resuscitation measures, open chest or bail out procedures were performed. The patient expired. The native annulus measured 18.6mm x 22.7mm by CT with a valve area of 324.2mm2. Mild annular calcification, mild native leaflet calcification and mild aortic root calcification were reported. It was perceived that an extremely horizontal aorta, a prior thoracic aneurysm and an anomalous circumflex artery contributed to this event.